Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Suggested event can be inspected and prevented by following below instructions for use: inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object came out of the nozzle. In addition, the evaluation found the following; due to clogging of the nozzle, the air/water supply volume and water removal ability did not meet the standard value. Adhesive on the bending section cover had a white clouded area. The universal cord and the image guide protector had scratches. The universal cord had a wrinkle, the control unit had discoloration, the indication on the scope connector was peeled, the paint on the suction cylinder was peeled, the forceps channel port was shaved. The adhesive around the objective lens had a white clouded area, the adhesive around the light guide had a white clouded area and the plastic distal end cover had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a weak air/water flow. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.